Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.